Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during drain 1. The caregiver (cg) stated that the hp had disconnected and reconnected and the cg was unsure whether proper technique was used. The technical service representative (tsr) instructed to cycle the power to clear the alarm and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.